Event description:
Patient complained of a potential pocket infection and the ipg was removed. Patient was scheduled on (B)(6) 2025 for a system replacement. Upon arrival to the case, I was informed the patient showed up to the ER with a potential pocket infection on (B)(6) 2025. Her most recent system replacement was on (B)(6) 2024. The ipg was explanted by the ER physician approximately on (B)(6) 2025 and the leads were cut but left implanted. The case today, on (B)(6) 2025 was to remove the leads left behind and replace the entire system. Patient was explanted due to infection. Explanted product was disposed of; no further actions to be taken.